Event description:
When 100% o2 concentration was dialed in, the ventilator failed to cycle.

Manufacturer narrative:
The device was evaluated by the MFR. The reported problem could not be reproduced. A pressure transducer was found to be out of calibration and was recalibrated. The device functioned within specifications and was returned to service.